Manufacturer narrative:
(B)(4). Date sent: 8/26/2021 please see attached user facility medwatch # 3302260000-2021-8003.

Manufacturer narrative:
(B)(4). Batch #: unknown. Investigation summary: as the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during. Sleeve gastrectomy the gst60g reload only deployed staples on one side of knife. The specimen side didn¿t have any staples fired. She opened a second stapler to complete the case and over sewed the staple line. No patient consequences were reported. The procedure was delayed by an undetermined amount of time.